Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the grip close cable was broken at the distal idlers. The cable segment stuck out at the instrument's wrist. The idler pulley spun freely and did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. No other damage was found.

Event description:
It was reported that during a da vinci myomectomy procedure, the wire broke on the mega suturecut instrument. The instrument was removed from the field. The surgeon looked for any broken fragments in the patient, but none were found. The patient did not sustain any injury and the case was completed successfully.